Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the activation button got stuck and when the surgeon tried to release it, it broke off. The surgeon tried to reattach it but it wouldn't fix back on. As such we opened another device. No adverse consequences reported. Procedure was prolonged by five minutes. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The instrument was received with the energy button detached and returned with the instrument. The button was reattached to the instrument and passed all testing with the gen11, but no continuous activation occurred during any functional testing our manufacturing process verifies the presence and functionality of the instrument prior to shipping. No conclusion could be reached as to how the button detached from the instrument.